Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of a wire popping out. The instrument was found to have a segment of the conductor wire dislodged at the distal end. The instrument was tested on an in-house system for energy delivery using an in-house generator. When the monopolar pedal was pressed, smoke was observed to be coming from the yaw pulley base. Charring was observed on the side of conductor cap after testing. The instrument distal clevis ear was cut to inspect for the source of the smoking. Damaged insulation was observed on the conductor wire. Additionally, the conductor wire was completely broken at the weld to hook shank located within the yaw pulley. The wire breakage determined to be the source of the charring/smoking. Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related. A DHR review for the device involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the damage found at the weld during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the permanent cautery hook instrument began to smoke from the yellow insulation and an unspecified wire was found to be popping out. There was no allegation that an instrument fragment fell inside the patient. In addition, there was no indication that a patient was harmed due to the alleged instrument issue.